Event description:
The customer reported no ac power led while connected to ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported no ac power led while connected to ac power. There was no report of pt involvement. The device was evaluated by a philips filed service engineer and the symptom was verified. The ac power supply was replaced to resolve the reported issue.